Manufacturer narrative:
One impl tapered sp 3.7mm 10m m octagon (spb10) was returned for investigation attached to a mating mount. A visual inspection of the as returned product identified wear and debris about the implant threads and collar. The implant and mount are covered in pink residue. Functional testing was performed for the returned product and it was determined that the screw could not be removed. A device history review was performed and it was noted that 1 sample of the product needed to be reworked due to nonconformance in the mount assembly. The assembly screw was noted to be undersized. The nonconformance was caught, a 100% sort was performed, and it was confirmed that all subsequent operations and inspections were executed as per applicable procedure. The final lot was inspected and passed all acceptance criteria by qa. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: (B)(4). G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporter's email not provided/unknown. Additional 510k numbers: k011245 and k002188.

Event description:
It was reported that the mount and implant would not disengage from each other. The implant and mount (spb10) are a bundled device. The procedure was able to be completed. Tooth location 31.